Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the pusher assembly was kinked. If the smart coil is forcefully advanced against resistance, damage such as a kink may occur. The root cause of resistance could not be determined. During the functional test, the pusher assembly was unable to advance from its returned position due to the kinks in the pusher assembly. Further evaluation revealed additional pusher assembly kinks. This damage likely contributed to the resistance during the functional test. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left posterior inferior cerebellar artery (pica) using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, while advancing a smart coil within its introducer sheath, the physician kinked the pusher assembly of the smart coil. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.